Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided and the device was not returned to edwards for analysis as it remains implanted in the patient. At this time, edwards lifesciences is unable to determine the root cause for this event with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 27mm surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of five (5) years due to unknown reasons. As reported, the patient had recurrent infections since implantation but endocarditis was not confirmed. A 29mm transcatheter valve was implanted and the patient is noted as doing well.